Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the following information and past similar cases, we presume that the event occurred by generated gap at lg-lens glue due to physical stress, etc. *according to investigation, the following were confirmed. - inside lg-lens is dirty. - c-cover scratched. - due to deformation of nozzle, water removal ability not meeting standard value *IFU states caution not to apply physical stress to device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to omsi. (B)(4) checked the subject device and found the reported phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the inside of the light guide lens was dirty. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.